Event description:
It was reported that during deployment of a vena cava filter from the femoral vein, the filter appeared to "jump" from the delivery system and the filter legs did not expand. The filter then migrated cephalad in the ivc and the filter legs expanded in the renal veins. An attempt was made to retrieve the filter via the jugular vein; however, the filter slipped off the retrieval device. In an attempt to recapture the filter, the filter was repositioned below the renal veins. The filter remained implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.